Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sleeve gastrectomy, when firing the stapler at the antrum, the staple line was incomplete at the distal end. Another device was used to complete the case.